Manufacturer narrative:
Date received by manufacturer: (B)(4) 2011. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The analog ic (aic-u1) was damaged. The battery depletion rate exceeded the typical battery depletion rate. The depletion rate was in the normal range prior to the patient's lead revision. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signals that can damage the aic-u1. The use of electrocautery during the lead revision resulted in the reported complaint. Current company labeling warns against the use of monopolar electrocautery. (B)(4).

Event description:
A report was received that the after a lead revision the patient's ipg was depleting faster than normal. The ipg was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the after a lead revision the patient's ipg was depleting faster than normal. The ipg was replaced and the patient was reportedly doing well following the procedure.